Manufacturer narrative:
Date of event: (B)(6). Date of report: 26aug2019. The field service engineer (fse) arrived onsite and found the ventilator was put back in service. The initial reported issue was resolved in house so the fse could not confirm the reported issue during the onsite visit. The fse was informed by the facility respiratory therapist that was familiar with the initial report that the reported o2 failure was resolved by replacing the flow meter. Following part replacement and successful resolution the unit was put back into service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Other text : customer resolved.

Event description:
Customer reported o2 failure. There was no patient involvement reported.